Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a procedure to extract the left ventricle lead, a dissection occurred. While cannulation of the coronary sinus, by fluoroscopic view, it was possible to see a little dissection of the coronary sinus, which resolved with no intervention. The patient is currently in stable condition. There were no performance issues with any abbott devices.